Event description:
Patient underwent uneventful placement of right subclavian bardport on 10/29/98. Chest radiograph taken on 11/3/98 showed no abnormality. The patient received intravenous vancomycin through the port and occasionally experienced some resistance. On 2/12/99 patient at hosp to start rocephin intravenous therapy. Attempts to flush port met with complete resistance. Radiograph was performed which showed the catheter had shirred off and a segment was within the anterior right ventricle and a portion of the pulmonary outflow tract. Patient transferred to tertiary facility where catheter was removed without complication.